Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the waste line tubing on the back of the instrument was crimped. The fse straightened the waste line tubing and observed the instrument had no vacuum due to the leak had damaged the vacuum pump. The fse replaced the vacuum pump and the instrument performed without any leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 1 ml of fluid leaked from the coulter ac·t diff analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or change to patient treatment attributed to this event.